Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result from a single pt sample that was generated by the unicel dxl 800 access instrument. The customer indicated that an initial accu tnl result was 0.28ng/ml and 4.47ng/ml upon repeat. The erroneous result was not reported out of the lab as customer has delta check system in place. Based on available info, the customer did not receive any report of pt injury requiring medical intervention or change to pt treatment to or connected to this event.